Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. According to received information the unit failed internal leakage test and patient circuit test during pre-use check. A quote was sent to customer for replacement of pcb pressure transducer and pcb expiratory channel. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducers pcb are part of the inspiratory and expiratory section and measures the pressure of the supplied gas. The output signal from this transducer is amplified. It is then used to calculate the absolute pressure of the gas to compensate for gas density variations due to pressure.the inspiratory pipe leads the gas from the connector muff to the inspiratory outlet and comprises connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced.

Event description:
Manufacturer's ref. #: (B)(4).